Event description:
It was reported that after deployment of a vascular stent, the delivery system became stuck on the guide wire during removal and the distal end of the delivery system detached. The detached segment was removed together with the guide wire. No patient injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.